Event description:
It was reported that a device had an electrical reset, possibly due to radiation therapy. It was also noted that upon placing the programmer head over the device, the alarm tone was solid for several seconds and then switched to a beeping tone. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed the presence of power on reset (por) parameters there was 1 patient alert log entry for por on (B)(6) 2010. There were 3 por log entries for write to locked ram (notes show radiation therapy used) between (B)(6) 2010 and (B)(6) 2010.